Event description:
A nurse taking care of a neonate noticed blood backing up in the PICC line. Tpn (total parental nutrition) was supposed to be infusing, but it was not going through the PICC. The nurse said on close inspection of the device, she noticed a leak at the adaptor portion of the PICC. The PICC was discontinued. The catheter was intact.